Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted with an irregular heart rate and hypotension. Temporary pacing was provided and medication was prescribed. One day post implant an echocardiogram noted a small pericardial effusion. Two days post implant the temporary pacing wire was removed and during the echocardiogram the patient became unresponsive. Advanced cardiovascular life support (acls) was initiated and the patient was intubated. Atrial fibrillation (afib) was noted and the patient was defibrillated. The echocardiogram showed a large pericardial effusion with tamponade. Pericardial window surgery was successfully performed and blood was evacuated including a dark clot from the heart. Medication was adjusted. No additional adverse patient effects were reported.